Manufacturer narrative:
No product information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient's pump was having a high pressure alarm going off. The patient turned off the pump and no kinks were found in the tubing and there were no clamps. The patient noticed the air bladder on the cassette was sticking out, so support requested the patient to push it back in to see if that would help, but the alarm persisted. An additional supervisor was on the call to assist and requested the patient to make a new cassette with new tubing and send a text if this was successful. It is unknown if the issue resolved. No patient injury was reported.